Event description:
It was reported that the patient experienced a change in therapy effect. The patient was in a motor vehicle accident about 3 weeks after implant; "hasn't been the same since." The patient stated that the pump was working fine until the car accident. The patient has had 5 refills or adjustments. The patient has not been getting the medication per the reporter. Within 24 hours of refills or adjustments, the patient has to go to the doctor's office or emergency room. The following symptoms were reported: "extreme pain." A CT scan without contrast was performed after the accident; it was uncertain if the pump was checked or not. The patient was home at the time of the call. Information was requested regarding the sutureless catheter disconnect/occlusion issue. The patient planned to contact the hcp. Additional information has been requested from the hcp, but was not available as of the date of this report.